Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, serial (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and marcaine (bupivacaine) at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and rsd/causalgia - complex regional pain syndrome. It was reported that the patient had a granuloma. The pump and catheter were surgically removed and they started over with a new catheter and pump. No further complications were reported.